Event description:
It was reported when the PICC was placed for the patient in the operation room on (B)(6), 2022, after the guide wire was delivered and the puncture needle was withdrawn, the end of the guide wire (non-double helical head end) was not smooth and had a round bulge, and the guide wire could not enter the micro-introducer, which caused the guide wire to be removed and re-punctured.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reft0763 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an irregular and difficult to insert guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a straight guidewire. The depicted region included a few centimeters of the guidewire including one end. No obvious use residues were observed. The transition between the coil wire and the weld tip appeared irregular and the weld tip appeared wider than the coil wire region. Guidewire irregularities appeared evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use.

Event description:
It was reported when the PICC was placed for the patient in the operation room on (B)(6) 2022, after the guide wire was delivered and the puncture needle was withdrawn, the end of the guide wire (non-double helical head end) was not smooth and had a round bulge, and the guide wire could not enter the micro-introducer, which caused the guide wire to be removed and re-punctured.